Event description:
The reporter indicated the surgeon inserted the 13.2mm vicmo13.2 implantable collamer lens and the lens tore during delivery into the eye. The lens was exchanged during the same procedure and there was no patient injury.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Pt weight: unk. (B)(4). Method: work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).